Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 19 december 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion. The pump battery depleted as expected, no pump issues were identified. This event does not meet MDR requirements as defined by 21 cfr 803.